Event description:
During the ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) error message. Another thermogard system was used to complete the treatment. No harm to the patient.

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:06 (ce post failure) error message," which was confirmed during the event log review but not confirmed during the functional testing. The customer reported tcmid:06 message was not reproduced during the testing, and the system functioned as intended. Nevertheless, the lm 34 temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Unrelated to the reported complaint, worn-out white rollers and bumpers were noted upon visual inspection. The observed cosmetic damages' root cause is likely normal wear and tear. The white guide roller and bumpers were replaced to address the observed cosmetic damage. The event log review indicated a tcmid:06 message around the reported event date, thus, confirming the customer's reported complaint. In addition, unrelated to the reported complaint, the event log indicated tcmid:05 (coolant diff failure) and tcmid:07 (coolant temp high) errors. The thermogard system passed the functional testing without errors. None of the error messages noted in the event log were reproduced during the functional testing. Nevertheless, the lm 34 temperature sensor was replaced as a preventive precautionary measure to address the observed error messages. Following service, the thermogard xp ivtm system passed the final functional, calibration, electrical safety, and 5-day burn-in tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for thermogard xp ivtm system with sn (B)(6).